Event description:
The patient required re-intubation following general anesthesia after a superdimension procedure and required hospitalization. The patient was extubated and released from the hospital with no further complications. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with re-intubation. If additional information is received a follow-up report will be submitted. Link to article: http://www.ncbi.nlm.nih.gov/pubmed/25590477.